Manufacturer narrative:
Device not returned. Investigation is ongoing.

Event description:
As reported, after valve was deployed and esheath was removed, the left femoral arteriography was performed and the peripheral-vascular flow was bad from the e-sheath puncture site. A doppler echo applied to the dorsalis pedis artery revealed a slightly weak pulsation and they thought that the intima of the puncture site was exfoliated and blocked the blood flow. A 4mm balloon was inserted from the contralateral vessel for treatment, angiography was performed, and doppler echo confirmed that the blood flow had improved. It was noted that the seam at the tip of sheath had a liner tear approximately 3.0cm.

Manufacturer narrative:
B5, h6 updated. Additional information was received to clarify to injury against the device, clinical code 4441 - unspecified vascular problem is no longer applicable.

Event description:
Per the additional information, there was strong resistance during the commander delivery system and after removal of commander delivery system. No damage of commander delivery system. The seam at the tip of sheath was confirmed liner tear approximately 3.0cm. The exfoliation of intimal was by esheath.